Event description:
Ous MDR - it was reported that approximately 52 months after the implantation there was oversensing on this rv lead. Insulation damage was suspected. No adverse patient events were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
The returned lead was thoroughly analyzed. The analysis found multiple signs of abrasion along the lead body. Especially in the distal area before the shock electrode, the insulation was damaged due to fraying. This damage is with high probability the cause of the mentioned interference signals in the ventricular channel. The electrical analysis showed an instance of low ohm values, which is due to the detected insulation damage. The observed damage manifestation speaks for strong mechanical stress on the lead in the implanted state. The signs of abrasion indicate a significant interaction of the lead with tissue structures of the heart. During the mechanical analysis, a mandrin could only be inserted into the lead for 1.5 cm, which is why it was not possible to check the fixation mechanics. The visual inspection showed a severely twisted inner conductor helix near the is-1 connector pin, which was probably caused by excessive back-turning during the extraction procedure. The fixation seam mentioned in the complaint text was removed during the analysis. The lead body underneath showed a strong constriction. However, the insulation was intact. The manufacturing process of the lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The analysis did not show any indications of a material defect or manufacturing error.